Manufacturer narrative:
B5 updated section d catalog number was corrected.

Event description:
Clinical assessment by andreas a 51 year old female was admitted with an nmyocardial infarction. During percutaneous coronary intervention, spontaneous dissections of the lad and rcx were noted and the patient rapidly deteriorated. An impella cp was placed and the patient was taken to the or for emergency bypass grafting. The patient was transferred to another center and the decision to escalate to va-ECMO was made. Prior to arrival in the or and during va-ECMO insertion the patient had several episodes of ventricular tachycardia, requiring defibrillation. During surgery, a large volume of blood was removed from the chest cavity. Support with va-ECMO and impella cp was continued and after an off-label prolonged duration of support of 7 days, the patient was escalated to an impella 5.5. While the thoracic bleeding was not caused by the impella, it might have been aggravated by the required continuous anticoagulation and the arrythmia will also be coded to the impella cp.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Prior to entering the operating room, the patient developed ventricular tachycardia at a rate of 250 bpm and was successfully defibrillated once at 200 j. In the operating room, after being prepped and draped, the chest was opened and the patient again entered ventricular tachycardia, requiring defibrillation with internal paddles at 20 j. Approximately 2.5 liters of blood and multiple large clots were evacuated from the chest cavity, resulting in immediate hemodynamic improvement. Due to the patient¿s profound multiorgan shock, the clinical team proceeded with veno-arterial extracorporeal membrane oxygenation (va ECMO) as the preferred strategy. A 10 mm vascutek gelweave graft was anastomosed to the aorta and tunneled to the right supraclavicular region. The left femoral vein was cannulated for venous drainage. After the chest was cleaned and graft patency confirmed, the patient was placed on va ECMO and the chest was subsequently closed. Under transesophageal echocardiogram (tee) guidance, the impella was advanced an additional 2 cm to measure a total of 3 cm within the left ventricle, providing unloading at p2 with a flow of 1 l/min. Epinephrine was discontinued (previously at 0.38 mcg/kg/min), and other vasoactive infusions were significantly weaned. The patient outcome is unknown at this time.

Manufacturer narrative:
Ppae(arrhythmia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (bleeding): the cause of the injury was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.